Manufacturer narrative:
Jjpi has been notified by facility that the device has been discarded, and is not available for evaluation. Additionally, a lot code has not been provided. No further investigation is planned. The complaint will be closed out.

Event description:
Revision surgery performed, due to shearing of patella posts.